Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 175 mg/dl. He lost some information on the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery and occlusion tests due to a motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power tests. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file with displayable history alarms. The alarms were due to a corrupted history file. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.